Event description:
The customer's care provider called reporting the customer's precision xtra meter had spontaneously changed the date and time. It was then discovered, due to the results being downloaded to the provider's computer, that the results were not correct.

Manufacturer narrative:
This is an initial report. An investigation is in progress. A final report will be submitted when the investigation is complete. Customers and retailers have been informed through the fa21dec2006 letter.